Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to communicate with the clinician programmer. Subsequently, the device was confirmed inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.